Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause unknown. The customer administered a correction bolus, a correction injection, as well as performed a supply change to address the bg. Recommendation was made to consult with a healthcare provider in regards to diabetes management.